Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. Confirmed device pressure reading 0.6 when first turned on. Replaced pressure transducer. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 5 (inlet pressure out of range). During functional testing it was determined that no issues were present. Inlet pressure (ip) was -7.0. Circulation pump command (cpc) was 50 percentage. They would recalibrate the device and call back if errors reoccur. They would also do a full preventive maintenance on the device including draining and filling the device as they noticed the water level indicator was on level 2.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 5 (inlet pressure out of range). During functional testing it was determined that no issues were present. Inlet pressure (ip) was -7.0. Circulation pump command (cpc) was 50 percentage. They would recalibrate the device and call back if errors reoccur. They would also do a full preventive maintenance on the device including draining and filling the device as they noticed the water level indicator was on level 2.